Manufacturer narrative:
Concomitant medical products: t505c23 tissue valve, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was diaphragmatic stimulation on the right ventricular (rv) lead. The device was reprogrammed to lowered outputs it was noted there is still a low level of stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.